Event description:
It was reported that the pt experienced baclofen withdrawal syndrome. This occurred when the pump was turned off to see if other symptoms were related to the pump infusion. Follow-up information from the managing physician indicated that the event was not attributed to the implanted device system. The physician reported that they were evaluating effects of lack of mso4 (morphine sulfate) on respirations. The pt symptoms included fever, hypertonia, respiratory problems and weakness. The "pump was turned off for only 24 hours" and then restarted. The physician reported "doubt any real withdrawal effects were operative." The pt expired about one week later due to pneumonia. The pump was used to deliver baclofen 200mcg/day.